Event description:
Patient was revised to address cup loosening and osteolysis.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Patient was revised to address cup loosening and osteolysis. Doi: (B)(6) 2002 dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A review of the device history records for lot code 279041 did not reveal any related manufacturing deviations or anomalies. Review of the device history records and/or a lot specific complaint database search was not possible for product codes 557366, 556074, and 873559 as the lot codes required were not provided. A complaint database search finds no other reported incidents against the remaining provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.